Event description:
It was reported that during an unknown procedure, at unknown firing, the device jammed. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer, jaws. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident?no. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Unknown what was found? Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled and an and the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. The instrument bypassed the remaining clips, causing pear shaped clips. During each advancer bypass the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted in the internal components. No incident related to the reported event was observed during the batch record review.